Manufacturer narrative:
The customer inspected the instrument and replaced the alnty ci snsr bsl, resolving the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false depressed patient results after the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer was experiencing several instrument error messages on (B)(6) 2024 on the alinity I processing module. The customer discovered falsely decreased alinity I total b-hcg results, and alinity I tsh results generated on the alinity I processing module for multiple patient samples. The initial testing provided was performed on (B)(6) 2024 2024 and the repeat testing was performed on (B)(6) 2024. The following data was provided: alinity I total b-hcg results (customer¿s threshold: > 5.00 iu/l): sid (B)(6): initial result = < 2.30 iu/l (negative); repeat result = 750.60 iu/l (positive). Alinity I tsh results (customer¿s normal range: 0.27-4.2 miu/l): sid (B)(6): initial result = < 0.008 miu/l; repeat result = 2.648 miu/l. Sid (B)(6): initial result = < 0.008 miu/l; repeat result = 9.545 miu/l. Sid (B)(6): initial result = 0.008 miu/l; repeat result = 12658 miu/l. There was no impact to patient management reported.

Event description:
The customer was experiencing several instrument error messages on 30sep2024 on the alinity I processing module. The customer discovered falsely decreased alinity I total b-hcg results, and alinity I tsh results generated on the alinity I processing module for multiple patient samples. The initial testing provided was performed on (B)(6) 2024 and the repeat testing was performed on (B)(6) 2024. The following data was provided: alinity I total b-hcg results (customer¿s threshold: > 5.00 iu/l): sid (B)(6): initial result = < 2.30 iu/l (negative); repeat result = 750.60 iu/l (positive). Alinity I tsh results (customer¿s normal range: 0.27-4.2 miu/l): sid (B)(6): initial result = < 0.008 miu/l; repeat result = 2.648 miu/l. Sid (B)(6): initial result = < 0.008 miu/l; repeat result = 9.545 miu/l. Sid (B)(6): initial result = 0.008 miu/l; repeat result = 12658 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1: (B)(6) (4 total patients). All available patient information was included. Additional patient details are not available.